Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated an unable to calibrate optical sensor alarm. They began troubleshooting by disconnecting the fiber optic cable and attempting to transduce pressure via the inner lumen of the iab. They were unable to get a waveform. They attempted to aspirate the iab and were not able to draw back blood so it was assumed a clot had formed at the tip of the iab. They attempted to acquire a pressure signal via monitor but the waveform was poor. They were able to connect the radial arterial line to the iabp for a pressure signal and proceeded with plans to move the patient to the cvicu. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.